Manufacturer narrative:
Case (B)(4) the device was not returned for evaluation but a device history review was obtained for lot number 77445. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
It was reported, on (B)(6) 2018 a (B)(6) male patient underwent an off-pump convergent/left atrial appendage management procedure via anterior lateral mini thoracotomy approach. A sizing tool was first used to determine what size atricure clip would be used once the prov40 was placed on the appendage, it slipped from the appendage base leaving a stump. Another prov40 was retrieved, and placed below the first prov40 which was left in place where it had slipped. The second prov40 was deployed at the base of the appendage and again, this prov40 slipped from the base of the appendage leaving a stump. No further intervention was taken and the second clip was left in place with the procedure being completed at this point with no harm to the patient and the procedure being prolonged for about 30 minutes. Additional information was received on 9/14/2018 that the patient underwent a second procedure where a watchman device was placed in his left atrial appendage at a different facility by another surgeon. Procedure date of the watchman placement is unknown. There was no reported device malfunction and there was no reported patient impact after the two clip placements.